Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007; inratio: 1.2; lab: 1.0; date: ten days later; inratio: 1.4; lab: 2.8; date: the following month; inratio: 1.6; lab: 1.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; inratio: 1.2; lab: 1.0; mean: 1.1; confidence limits: 1.0-1.5; date: 2007; inratio: 1.4; lab: 2.8; mean: 2.1; confidence limits: 1.4-3.1; date: 2007; inratio: 1.6; lab: 1.6; mean: 1.6; confidence limits: 1.2-2.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The pt was admitted to the hospital vomiting blood." This is adverse event case. Products will be tested when returned. Per text "treatment was not shared with us. Pt was discharged from hospital (date unk) and is okay."